Event description:
Note: the exact date of event is unknown. It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was used during a balloon replacement procedure (patient gender, age, and weight are unknown). According to the complaint, the l.p. Balloon 20fr x 2.5cm ruptured after 2 weeks. The procedure was repeated with another device. The procedure was able to be performed successfully. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
Note: this report is a supplement to manufacturer report # 3005099803-2008-1741.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration date are unknown. The returned balloon had a small pinhole in it, causing leakage and rendering the device non-functional. The cause of the reported malfunction is undetermined.